Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported a change in therapy. The patient stated that the ins wasn't working last night and she had an accident, but the ins is working today. The patient stated that she went through the airport last night and didn't turn the device off and she didn't this it worked after that, the patient stated that she did not get a shock or jolt. Patient did not feel stimulation while the therapy is on and is programmed at 0.9v. Patient was advised to monitor to see if she has an accident tonight and if she does stimulation may need to be increased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.